Manufacturer narrative:
(B)(4). The reported issue came from an article review and the device return is not expected. Teleflex will continue to monitor and trend related events.

Event description:
Chalopin t, lemaignen a, guillon a, et al. Acute tibial osteomyelitis caused by intraosseous access during initial resuscitation: a case report and literature review. Bmc infectious diseases 2018;18(1):665. Doi: 10.1186/s12879-018-3577-8. This report from france reports a case of tibial osteomyelitis in a (B)(6) drug addicted male that was diagnosed by MRI and biopsy three months post-intraosseous (io) catheter removal. The patient was given parenteral as well as oral antibiotics and had a good outcome. The initial io catheter placement was for treatment of overdose after failed IV attempts. The catheter was removed on the first day and the patient was treated with oral antibiotics due to local inflammation at the insertion site. He left against medical advice before a full treatment course was completed.